Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant no pacing was seen. The right ventricular (rv) lead was confirmed to have dislodged. The lead was repositioned. No adverse patient effects were reported.